Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was trying to bolus when her keypad stopped responding. Customer's blood glucose level was 117 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.